Manufacturer narrative:
The sample has been returned to arrow. Examination of the returned sample found that the flex tip tubing was kinked and cracked at a point 3.3cm from the distal tip. It cannot be determined when or how the flex tip tubing was damaged.

Event description:
It was reported that after two days of use, the balloon ruptured, and blood backed up into the pump. Clotting occurred, and the pump's high pressure alarms were triggered. The iab was removed and there were no patient complications.